Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their lead explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's s1 lead had migrated causing high impedances and autoreducing. Migration was verified by x-ray. Surgical intervention may take place at a later date to address the issue.